Manufacturer narrative:
The investigation determined that higher than expected vitros tsh quality control results were obtained from two levels of non-vitros biorad control fluids using a vitros 5600 integrated system. The most likely assignable cause was a calibration event that occurred on (B)(6) 2021. The calibrator signals were higher than expected when compared to the expected ¿fitted¿ signal but were well within acceptable limits. However, based on post calibration quality control results, the (B)(6) calibration was suboptimal. The cause of the suboptimal calibration is unknown. Vitros tsh reagent lot 6610 or the vitros 5600 integrated system did not likely contribute to the event as acceptable quality control results were obtained using a previous calibration event. Continual tracking and trending of complaints has not identified any signals that would point to a potential systemic issue with vitros tsh reagent lot 6610. Email address for contact office (B)(4).

Event description:
A customer observed higher than expected vitros tsh quality control results from two levels of non-vitros biorad control fluids using a vitros 5600 integrated system. Biorad lot 85241 tsh results of 0.78 and 0.80 miu/l vs. The expected mean result of 0.595 miu/l. Biorad lot 85243 tsh result of 36.25 miu/l vs. The expected mean result of 28.10 miu/l. Biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. Patient results were not affected as samples were not processed while control fluid results were out of expected range and there were no allegations of harm as a result of this event. However, the investigation could not rule out that patient sample results would not be affected if the event were to recur undetected. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4).